Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off pancreatic necrosis during an axios drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed with difficulty; however, under ultrasound, it was observed that the first flange was unable to fully expand. They waited for a few minutes, but it was still unable to expand. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Destructive inspection was performed, the delivery system was disassembled to identify the torsion (rotational damage), and the outer sheath was not found twisted. No visible problems were noted with the stent and delivery system. The reported event of stent failure to expand was not confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the handle was rotated as the device was luer locked to the scope. However, the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." There is no indication on the reported event of stent failure to expand because the stent was received fully expanded. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off pancreatic necrosis during an axios drainage procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed with difficulty; however, under ultrasound, it was observed that the first flange was unable to fully expand. They waited for a few minutes, but it was still unable to expand. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).